Event description:
It was reported that stent damage occurred. After pre-dilation was performed at the lesion with residual stenosis of 90% , a 3.00 x 28mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent strut near the distal edge was lifted up. The entire device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. After pre-dilation was performed at the lesion with residual stenosis of 90%, a 3.00 x 28mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent strut near the distal edge was lifted up. The entire device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported. It was further reported that 90% stenosed target lesion was located in the mildly tortuous and moderately calcified first right posterolateral segment (rpl) to second rpl of the right coronary artery.

Manufacturer narrative:
A synergy xd mr ous 3.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal end were lifted from the crimped profile. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. E1- initial reporter city: (B)(6) city (B)(6) prefecture (B)(6).

Event description:
It was reported that stent damage occurred. After pre-dilation was performed at the lesion with residual stenosis of 90%, a 3.00 x 28mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent strut near the distal edge was lifted up. The entire device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported. It was further reported that 90% stenosed target lesion was located in the mildly tortuous and moderately calcified first right posterolateral segment (rpl) to second rpl of the right coronary artery.

Manufacturer narrative:
E1- initial reporter city: (B)(6).